Event description:
The event is reported as: there was a small kink in the tubing near one end causing a restriction of oxygen flow. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR for eval, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.